Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of the equipment. The fss reviewed the surgeon¿s settings and found that the aspiration settings were set at 600mm/hg and that the reflux time was increased, which was to be expected. The fss found the unit to be working properly. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsule broke/torn on the left operative eye resulting in a vitrectomy performed. A brief description from the surgery center indicated the reflux would not engage and failed during surgery. The surgery center changed the tubing pack and the reflux was set to left switch from the right switch and the capsular bag perforated. The surgeon caught the rear of the capsular bag with the tip of the phaco in irrigation and aspiration mode. The surgeon attempted to disable the aspiration using reflux method but the reflux would not engage and the capsule was torn.